Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they connected adapter to powered stapler handle with no problem. Then they connected reload to adapt, however the jaws were articulating on their own. Re-connected over again ,however the same event occurred. Replaced by another new cartridge, the loading and the firing were completed with no problem.

Event description:
According to the reporter, they connected adapter to powered stapler handle with no problem. Then they connected reload to adapte, however the jaws were articulating on their own. Re-connected over again ,however the same event occurred. The loading and the firing were completed with no problem.